Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the left ventricular lead was unable to advance fully due to the vessel tortuosity. It was noted that the lead was removed and replaced with a new lead. The new left ventricular lead was advanced over the same abbott whisper wire. At this juncture, both the outer and inner sheath became dislodged from the coronary sinus body. The two sheaths were repositioned in the coronary sinus body. A dissection of the coronary sinus near the target vessel was observed. The physician retracted the two sheaths to a more proximal secondary target vein. This vein was not as tortuous but considerably smaller. The physician was unsuccessful advancing a wire into this secondary vein and eventually abandoned the secondary target vein after an extended effort. The last and final target vessel was anterior-lateral. The physician was able to advance the new lead over an abbott iron man wire. The lead exhibited high capture thresholds however, the physician elected to keep the lead in place since the two other target vessels were not useable. The patient was kept overnight in the hospital for observation and discharged to home the following day.